Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover accessory involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the front end of monopolar curved scissors (mcs) tip cover accessory was observed to be damaged. There were no intraoperative collisions. When the instrument was removed, the tip cover came off completely and remained stuck in the cannula. The customer noticed this immediately and the tip cover was retrieved from the cannula. The customer was able to continue with the procedure and a new tip cover was installed immediately. No fragment(s) remained in the patient and there was no delay in the procedure. The procedure was completed with no reported injury.